Event description:
It was reported the customer received a no delivery alarm while priming their insulin pump. Customer also stated there were air bubbles in their reservoir. Customer stated the air bubbles were half an inch in size. The customer's blood glucose was 138 mg/dl. It was found the customer was able to clear their air bubble and complete the prime process. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.